Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xtw clip (50411r1104) was inserted into the left atrium. However, the clip was unable to open. Therefore, the device was removed and replaced. The clip was able to open once outside of the anatomy. One clip was then implanted. To further reduce mr, an xt clip (50408r1026) was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 120 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6)2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xtw clip (50411r1104) was inserted into the left atrium. However, the clip was unable to open. Therefore, the device was removed and replaced. The clip was able to open once outside of the anatomy. One clip was then implanted. To further reduce mr, an xt clip (50408r1026) was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 120 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.